Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she has noticed a tic within her eye, like the ciliary muscles are in spasm. The consumer reported that when she covers either one of her eyes, that the sensation slows down or goes away and goes away completely when she lies down. She has been given medications to treat the tic sensation. The consumer reported her vision was "beautiful" following her iol implant surgery. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. This report was mailed to FDA on: 07/02/2009.